Event description:
A healthcare worker experienced h2o2 contact while removing a load from the sterilizer. Medical attention was sought in the emergency room. Information as to the extent of this contact, symptoms, and outcome of the event was requested but not provided by the reporter. Verification of the cycle status was not provided. The vaporizer plate was reported as not in place.